Manufacturer narrative:
(B)(4). The reported event of helix damage was not able to be confirmed. A complete lead was returned with the helix fully extended and clogged with blood. Visual and x-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of implant or explant. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During the procedure, the lead was not able to be screwed into the ventricle. The lead was replaced and the patient was stable.